Event description:
It was reported that the patient's right ventricular lead exhibited noise over-sensing resulting in receipt of three inappropriate shocks from their implantable cardioverter defibrillator. The lead was capped and replaced on (B)(6) 2022. There were no patient consequences.